Event description:
Customer reported getting strip provider module (spm) motor errors.

Manufacturer narrative:
Customer reported getting strip provider module (spm) motor errors. Customer found 1 pad in the flipper are and strips stuck in scs. The customer was able to resolve the problem with the instrument and system was operational. There were no reports of erroneous patient results generated or reported and no reports of change to patient management as a result. The reason for loose pads in under investigation.